Event description:
It was reported that the valve was occluded.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was not within specs for pressure-flow or preimplantation tests. There were no detected occlusions. A check of the mfg records showed no anomalies. All our products are 100% tested at the time of manufacture.